Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's legal fact sheet claims the patient underwent a explant procedure of the bard/davol flat mesh on (B)(6) 2014, however the medical records did not include the alleged procedure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the patient's legal fact sheet: on (B)(6) 2010 - the patient underwent repair of a symptomatic genitourinary prolapse with use of a bard/davol flat mesh at the vaginal vault as a sling. Operative dictation notes "there were noted to be adhesions from the sigmoid colon to the patient's left pelvic sidewall and to the top of the vagina." On (B)(6) 2013 - patient was admitted to the hospital due to increasingly diffuse abdominal pain described as severe. The patient underwent emergent exploratory laparotomy, in which she was found to have eroded mesh and perforation of the sigmoid colon. There was also noted to be adherence of mesh close to that area from her pelvic sling surgery. She had a sigmoid resection with colostomy and partial removal of the mesh that was noted. Some mesh was noted to be free floating in the abdominal cavity and removed. On (B)(6) 2014-- per the patient's legal fact sheet only, the patient underwent an unspecified surgical procedure with alleged explant of the bard/davol flat mesh.

Manufacturer narrative:
Addendum to the previous report. This supplemental is being sent to show the outcomes attributed to the device and the adverse event report type. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.